Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3550-39, lot # n159159, implanted: (B)(6) 2009, product type accessory; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported indicated that the patient had an infection at the ins (implantable neurostimulator) site at the time of the report. It was stated the pocket site was hurting "real bad." It was noted that the hcp (healthcare professional) did x-rays and told him "whatever it was that was behind the implant itself, was too hard to extract the substance behind it." It was stated he had noticed the ins pocket site had been infected one year prior to the report.

Event description:
Additional information received reported that the ¿wires¿ in the spine also caused the patient¿s spine to hurt. It was also noted that the ¿substance¿ behind the lead had turned to ¿(B)(6)¿ which was found last year. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician kept telling the patient the implant was not infected; however, the patient believed it was infected. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).